Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up was noted during testing. The unit also suffered the following cosmetic damage: cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that her the display on her insulin pump started scrolling up without her input. The patient's blood glucose at the time of incident is unknown. She took the battery out and put it back in only to receive a battery error alarm, and when she changed to a new battery the keypad became unresponsive. Troubleshooting was initiated for the keypad anomaly. Customer stated that she was hiking and was wearing the pump in her bra, and that the pump fell but did not hit anything. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.